Event description:
It was reported that the patient presented to the emergency department with shortness of breath. The patient¿s pacemaker demonstrated a failure to interrogate due to loss of radio frequency (rf) telemetry and did not respond to magnet application. The patient subsequently experienced complete heart block. The pacemaker was explanted and successfully replaced. The patient remained stable.

Manufacturer narrative:
The reported event of unable to interrogate and no magnet rate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.